Event description:
Customer reported that the insulin pump alarmed button error while he was sleeping. Customer does not recall any events leading to the alarm. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
No unexpected button error alarms noted. The insulin pump had intermittent button response on the esc button due to flattened dome switches. The device had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.